Event description:
A talent stent graft device was implanted into a patient for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately two months ago. Vessel morphology was unremarkable without calcification or tortuousity. It was reported that the patient had been on dialysis. Due to the fact that the patient was on dialysis, it was decided to implant the bifurcated stent graft up to the level of the sma uneventfully. Medtronic notified that the patient had expired 4 days post operatively. No further information leading to the patient's death is available.

Manufacturer narrative:
(B) (4). Evaluation results: ( no further information is available for this case) (death).